Manufacturer narrative:
A review of the device history records and sterility records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No other complaints were received for this finished good lot. No samples or photographs were provided for review or testing. There were no retained samples available for review. If sterile samples from this lot or photographs become available at a later time, the devices and/or photos will be reviewed and/or tested and the results will be included in the file. A revised response letter will be forwarded to you at that time. Without receiving samples from the same finished good lot for review or testing or receiving pertinent details regarding the procedure performed, the surgeon¿s technique, or post-operative events that may have occurred and/or contributed to the incision leaking, a definitive root cause cannot be determined at this time. A definitive root cause for the reported events of dehiscence(s) cannot be confirmed with certainty. Wound dehiscence is one of the most common complications of surgical wounds, involving the opening of the surgical incision. There are many causes that can result in the wound opening or sutures failing during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation.

Event description:
It was reported that vaginal closure was performed with stratafix after tlh. Post op it was noticed that closure leaked. 10 days post op dehiscence at the sutures and abscess at the colon. The patient was brought back for hospitalization and additional laparoscopic surgery. The patient was given oral antibiotic. To date there is no additional information is available.

Manufacturer narrative:
Seven (7) unopened samples were returned to surgical specialties tijuana. Visually the samples were in good condition, no damage or abnormalities were observed. The depth of the barbs were inspected, the results indicated all samples were within specification. In addition, straight pull testing was performed. All values were within specification. All dimensional and functionality testing was performed, the samples passed all tests. A definitive root cause for the reported events of dehiscence(s) cannot be confirmed with certainty. Wound dehiscence is one of the most common complications of surgical wounds, involving the opening of the surgical incision. There are many causes that can result in the wound opening or sutures failing during or post-operative a procedure such as the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation. A review of the device history records and sterility records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No other complaints were received for this finished good lot.

Manufacturer narrative:
Additional information was received indicating there were four (4) occurrences reported for the above lot number. No other information was available regarding the patients condition. Seven (7) unopened samples were returned to surgical specialties tijuana. Visually the samples were in good condition, no damage or abnormalities were observed. The depth of the barbs were inspected, the results indicated all samples were within specification. In addition, straight pull testing was performed. All values were within specification. All dimensional and functionality testing was performed, the samples passed all tests. A definitive root cause for the reported events of dehiscence(s) cannot be confirmed with certainty. Wound dehiscence is one of the most common complications of surgical wounds, involving the opening of the surgical incision. There are many causes that can result in the wound opening or sutures failing during or post-operative a procedure such as the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise, heavy lifting, recurrent vomiting, coughing or an improper diet that leads to constipation. A review of the device history records and sterility records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No other complaints were received for this finished good lot.